Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call frustration with the training /education she received regarding the customer's insulin pump. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer's parent requested for a new sensor that was used during the training. Customer had a high blood glucose of 600 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. Insulin pump is not expected to return for analysis. Ozp- mmt-7020-sensor. Frn-reservoir.